Event description:
Pumps was running tpn on a nicu patient. Problem could be related to pressure malfunction causing skin infiltration.

Event description:
Pumps was running tpn on a nicu patient. Problem could be related to pressure malfunction causing skin infiltration.